Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received and the investigation has shown that the tip of the impactor is completely broken off. Some hammer marks are clearly visible otherwise no further damages are evident. It is not possible to determine the exact cause which has lead to this damage. A review of device history records was performed and no complaint related issues were found during manufacturing that would contribute to this complaint. (B)(4). Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) that during the surgery on (B)(6) 2013 proximal femoral nail anti-rotation (pfna) procedure was performed as per technique guide with elderly female patient supine on fracture table. It was reported that the femur was opened, nail inserted, blade impacted without issue. When the blade was to be locked there was a squeak noise heard from the tip of the insertion handle of the pfna blade. The insertion handle went from tight to turn to loose. The tip of the insertion handle broke inside the implanted pfna blade. X-ray image showed the blade was still in the unlocked position and the tip was still engaged in the blade. The tip of the inserter was removed after multiple attempts along with one section of the blade. The pfna blade was attempted to be removed. After this failing the blade was left in the unlocked position and trauma cem v+ bone cement was injected through the blade. No parts left in patient. The procedure was delayed 60 minutes. This is report 1 of 1 for complaint (B)(4).